Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the hospital indicated the patient was in ventricular tachycardia and the device did not provide therapy. The device is still in use. No additional information was available from the clinic. No further patient complications have been reported as a result of this event.